Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Complete x-ray examination and electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant. During testing through the psa, the lead had impedance greater than the upper limit. The lead was repositioned and tested again with the same result. Pacing capture was not obtained at a high voltage. The lead was not used and replaced. The patient was stable.